Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a low blood glucose of 63 mg/dl. The caller stated that she found the customer with a low blood glucose of 35 mg/dl, and called the paramedics. The caller stated that the customer had been vomiting for 36 hours or more, possibly due to issues related to gastroparesis. The customer also had changes to his medication and insulin pump settings over the past few weeks, which may have contributed to the event. The caller did not have the insulin pump, and was unable to troubleshoot at the time of the call. Advised the caller to have the customer call in for troubleshooting as his convenience. Nothing further was reported.